Manufacturer narrative:
Summary of analyzer log review: the two point calibration and iqc log shows that the sensor cassette was installed from (B)(6) 2021. There were no calibration failures. There were no iqc failures either. The returned sensor cassette lot number: 321556, serial number: (B)(6) were forwarded to r&d; it was installed and the performance was verified on blood samples prepared to achieve different levels of k+. R&d testing did not confirm a positive bias for k measurements. The returned sc was within performance specifications of measuring k at all the tested levels in blood samples. The root cause investigation has been finalized and it has not been possible to identify the root cause which remains unknown.

Event description:
Ms. (B)(6) reported a deviation of potassium during the blood measurement of a patient. Another sample was taken from the patient and measured on the abl90 analyzer in the emergency room. In this measurement, the value was plausible. The results of the measurements from the abl80 flex co-ox analyzer was: 2814 ((B)(6) 2021 / 08:55 a.m.): k of 9.95 mmol / l -> result does not correspond to the patient's condition 2815 ((B)(6) 2021 / 08:57 a.m.): k of 8.47 mmol / l -> result does not correspond to the patient's condition the comparative results of the measurement from the abl90 analyzer in the ER was: (B)(6) 2021 (10:35 a.m.): k of 4.3 mmol / l -> measured value plausible.